Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to display the "live" fluoroscopic image. No patient or user injury was reported.